Manufacturer narrative:
Additional information received reported that the stent graft bifurcate had a type iii fabric endoleak. The physician observed a hole in the polyester. The physician elected to balloon the stent graft and then implanted a proximal aortic cuff as well as a stent graft limb extension. The endoleak was observed to be partially resolved. The patient later presented with a neurology issue that was determined to be not related to the aneurysm repair procedure. According to the physician, the patient is well in regards to the treated aneurysm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film analysis summary: the exact source/cause of the endoleaks seen during implant could not be determined from the films provided. Lack of pre and post-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy and a complete evaluation of the endoleak post-implant. Prior to implant the aorta was noted to be severely angulated; the infrarenal neck was angulated with 2 ¿ 90° bends (off-label use). After the stent graft system was implanted contrast was seen outside the stent graft from 2 locations; along the right side of the bifurcate near the level of the flow divider and within the distal sac. After implanting the aortic cuff, the endoleak near the flow divider improved but did not resolve. Although an acute type iii fabric endoleak is possible, this appeared most likely to have been a type IV endoleak caused by fabric porosity, but cannot rule out a type ii or a proximal type I endoleak due to implanting within the severely angulated neck. After relining the right/contra limb, the endoleak appeared to have reduced but did not completely resolve. The distal sac endoleak may have been from a type ii lumbar. However, this also may have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this possible type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: etlw1620c156ee, sn (B)(4), use by date: 2018-02-07, (B)(4). Etlw1620c124ee, sn (B)(4), use by date: 2018-05-06, (B)(4). Etlw1620c82ee, sn (B)(4), use by date: 2017-07-13, (B)(4). Etcf2323c49ee sn (B)(4), use by date: 2017-10-28. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that after the implantation of the endurant stent graft there was rupture on the surface of the stent graft that caused an endoleak. A stent balloon was introduced to control the endoleak. General post-operative procedures were followed and the patient was brought to the intensive care unit. Per the physician, the cause of the event was related to the device. No additional clinical sequelae were reported the patient will be monitored by the physician.